Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, while pulling the plunger out of the device, the suture broke. Another proglide was used, but it could not be advanced to the artery due to poor placement of the guide wire. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The perclose proglide (part 12673-03, lot 900426h) is being filed under a separate medwatch MFR number. The device was not returned. No manufacturing root cause could be identified and a probable root cause for this event could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report.